Event description:
Physician felt distal right common carotid artery dissection related to enroute 0.035" guidewire and was mitigated with two stents. One stent distal to the dissection and one stent proximal to the dissection to tack down dissection flap. In the post procedure visit, the patient felt to left sided weakness and speech was difficult to understand. Four hours post procedure, the physician stated that the patient had returned to baseline neuro status and return of bilateral upper extremity and lower extremity strength was noted.